Event description:
Was going to insert IV, opened package and removed cap. Noticed a string or shred of nylon at tip of catheter where needle protrudes. Did not use on pt. Pushed button to withdraw needle and removed from area. Placed in sterile cup with needle retracted portion taped to side.